Event description:
A patient reported experiencing inaccurate low results with a one touch ultra meter. The patient's blood glucose results were 106 mg/dl on the meter and 144 mg/dl on the lab. Tests were done within 10 minutes with a difference of 265. Patient did not experience any adverse events. Control solution test passed on the meter. No further information has been reported.